Event description:
On (B)(6) 2011, patient reported the up and down buttons on the infusion device have not functioned correctly for the past 2-3 weeks. Patient has to press the buttons hard for the infusion device to respond. All of the buttons functioned correctly during the troubleshooting call. Patient has used this infusion device for 4 years and boluses about 3 times a day. The buttons pop up after they are pressed. Patient was working with his diabetes educator when she realized the buttons were not functioning correctly. She compared patient's infusion device to the demo infusion device, and the buttons on the demo were much easier to press. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and patient did not require treatment from a health care professional or second party to address the issue.